Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was slower rewind and had to rewind more than once per prime. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had diminished battery life, rejects new batteries very often and scratches on screen, louder grinding when rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or rewind slow/loud noise anomaly noted during testing. Device had minor scratched lcd window, cracked lcd window. (B)(4).